Manufacturer narrative:
(B)(4). Visual analysis of the device found the basket to be retracted/closed with clear contrast on the tip. The side car-rx was found to be torn and presented pushback out of specification. A functional evaluation was performed by injecting water through the device to test for leakage but this was unsuccessful due to dried contrast inside the hub. The evaluation concluded that the condition of the returned device was consistent with the complaint incident that the side car-rx was torn. However, complaint of leakage of the device could not be confirmed because the hub was occluded with dried contrast. The side car-rx damage most likely occurred during use. Therefore, the most probable root cause of "operational context" is selected for the complaint.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, while priming the trapezoid basket, omnipaque was noted to leak out at the proximal part of the side car-rx (guidewire port). Moreover, upon inserting the device into the endoscope, the physician and nurse experienced difficulty advancing the basket through the guidewire. The trapezoid was removed and found that the guidewire port was torn. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". This event has been deemed a reportable event based on the investigation results; side care pushback.